Manufacturer narrative:
(B)(4)

Event description:
Reportedly, on (B)(6) 2015, with a smartview version updated to 2.44j, a symphony dr device could not be interrogated. When the programming head was placed on the pocket area and the interrogation button was clicked, the interrogation was started, but an error message regarding directory was displayed right after. When the message was acknowledged, another message was displayed. When this latter was acknowledged, regular smartview screen was back. After 3 attempts, the same behavior was observed. It should be noted that other devices (there was no other symphony device available) could be interrogated successfully with the subject programmer and the symphony dr device could be interrogated successfully with another programmer. The subject programmer will be returned to the laboratory.

Event description:
Reportedly, on (B)(6) 2015, with a smartview version updated to 2.44j, a symphony dr device could not be interrogated. When the programming head was placed on the pocket area and the interrogation button was clicked, the interrogation was started, but an error message regarding directory was displayed right after. When the message was acknowledged, another message was displayed. When this latter was acknowledged, regular smartview screen was back. After 3 attempts, the same behavior was observed. It should be noted that other devices (there was no other symphony device available) could be interrogated successfully with the subject programmer and the symphony dr device could be interrogated successfully with another programmer. The subject programmer will be returned to the laboratory.